Event description:
It was reported that the patient¿s charging pad for the ilet system was not functioning, with the indicator light failing to illuminate and the usb cable not remaining secure in the back of the charging pad, consistent with a problem involving the battery charger component. Customer care provided support that included remote troubleshooting with the user and replacement logistics. Investigation of this case revealed a fracture-related problem consistent with a component failure of the battery charger. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.